Event description:
Operating room manager reported that "a patient had revision surgery because the nail fractured."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.